Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that while the customer was filling the cartridge, insulin immediately flowed out the end of the luer lock. The customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully.